Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 70-130mg/dl fasting. Reviewed meter memory: (B)(6). Customer was unable to provide the exact result which concerned him.